Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. According to the instructions for use (IFU): warnings: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip as a probe or dissecting tool. (B)(4).

Event description:
It was reported the physician performed a myosure procedure for uterine tissue removal sometime in (B)(6) 2017 and the patient was discharged home. It was reported the patient samples has traces of bowel tissue. The patient was admitted into the hospital and the physician preformed a laparoscopy. We have been unable to obtain additional information surrounding this event.